Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic vertical (sleeve) gastrectomy under general anesthesia, the gastric tissue on the greater curvature of the stomach was removed along the indwelling gastric tube. During the cutting and anastomosis, the green staple reload burst staples out, the anastomosis was incomplete, leading to eversion of the gastric mucosa, and bleeding from the wound. Manual suturing with the absorbable suture was applied to stop the bleeding and the surgery was successfully completed. The surgical time was prolonged for ten minutes.